Event description:
A balloon ruptured during re-dilatation of a stent in an iliac graft procedure via a cutdown approach. Following balloon rupture a segment of the balloon material detached in the pt. No retrieval attempts were made. Another unit was used to successfully complete the procedure without pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation revealed the distal portion of the balloon. Approx 2.3 centimeters including the distal bond, was detached and not returned for evaluation. A circumferential tear was located 11 millimeters prox to the distal radiopaque marker. Chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Additionally, dilatation of a stent may result in contact with a surface that could damage the balloon material. This device displayed characteristics consistent with contact with a sharp external source, chatter marks on the balloon surface. Co believes these factors contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."